Event description:
Reportedly, during patient use, a system error message occurred and the patient was removed and placed on another unit. There were no reported adverse or serious health consequences to the patient.

Manufacturer narrative:
(B)(4).